Event description:
I'm a l1 paraplegic. I use a catheter to pass urine. At night time I use an indwelling catheter as I won't need to waken during the night to get up and go to the bathroom. During the day I use a self-intermittent catheter every 4 hours to empty my bladder. On the morning on the date above I removed the indwelling catheter as I do every morning. However I noticed that after I removed it I was bleeding severely and it wasn't going to stop so I was frightened and phoned the ambulance right away. They came quickly and I was entered into general hosp. Upon arrival I was entered into casuality where the drs accessed me. The catheter that I had removed had been faulty. After I fully deflated the balloon that morning, which has 10ml inside it, I noticed it had a ripple on the part where the balloon was. This tore a blood vessel on my urethra as I was slowly removing the catheter and caused the severe bleeding.